Event description:
Additional information received reported that the patient was going to have a new battery implanted. The patient was going to keep in contact with a manufacturing representative (rep) and they would make arrangements with a doctor to start pain management.

Event description:
It was reported that the implantable neurostimulator was "no good". It was stated that the patient has had "many adjustments" made to her system, but sometimes the stimulation was "too strong". It was noted that the stimulation did not reach to the patient's right foot. The patient had sciatica nerve pain in her right leg .the left leg was not stimulated as strongly as the right. It was noted that the patient was "so disappointed with the whole thing". It was reported that the patient had sciatic nerve pain in her right side. It was stated that the patient "replaced one pain but gained another by using a medtronic product". It was not clear what this meant. It was reported that the patient "went back on narcotics about one year ago". The patient expressed dissatisfaction with her health care provider and her stimulation system. It was stated that the patient was considering having her system explanted. It was later reported that the patient talked with a manufacturing representative (rep). The patient was unsure if she wanted to proceed with a system explant. It was later reported that the system "worked fine". It was noted that the patient stopping using the stimulation "with no explanation why". It was later reported that the patient never had therapeutic effect. Since implant it never helped to what she was hoping it would. Her problem was sciatic nerve pain from the waist down to her toes. She had several adjustments and had seen 4-5 different reps for this. She had not been using the stimulator for about 2 years but she would like to start up again. She had told her healthcare provider (hcp) that ¿stim was not working¿ and the hcp would direct her to the reps. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).